Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was over 1100 mg/dl, and he was treated, then released after 4 days in the intensive care unit. The customer's doctor stated that the insulin pump was functioning well but observed that the insertion site was what was causing the issue. The customer had been vomiting at the time of hospitalization. He stated that he may have put the infusion set in at the wrong angle and was not getting insulin. Prior to the event, he noted that he had been fighting a flu virus, and woke up vomiting assuming it was the flu. The blood glucose reading was 500 mg/dl the day before the emergency room visit. He stated that he was showing enzymes that indicated he may have had a heart attack. He was wearing the insulin pump at the time of admittance and stated that he loved the insulin pump; troubleshoot was declined since the doctor already did. Nothing further reported.